Event description:
It was reported that the laparoscopic coagulating shears curved was used during a laparoscopically assisted vaginal hysterectomy when the jaws of the device fell off into the patient's abdomen. There was extended o.r. Time of 15 minutes to retrieve the piece.